Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 cobas c701 module. Initial result: 31.28 mg/l. The customer noticed that the initial result did not match the patient's previous results. No questionable result was reported outside the laboratory and the sample was repeated. 1st repeat result: 6.29 mg/l. 2nd repeat result: 6.33 mg/l (tested on another cobas). The repeat results were deemed to be correct.

Manufacturer narrative:
The crep2 reagent expiration date was not provided. The c701 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the reagent probes. He found that the tubes in the rinse station were not maintained, and the reaction cell segments were not tightened. He performed several service actions in the rinsing of the reaction cells. The instrument was performing back within specifications. The root cause was consistent with a hardware-related issue and traced to a component failure. The actions performed by the engineer resolved the issue. No further issues were reported after the service visit.